Event description:
The patient has a low-profile g/j feeding tube placed on [redacted date] in the [redacted name] ir. The patient returned today needing to have a new tube placed due to the tube falling out. A new g/j tube was placed. Upon inspection of the removed tube, it was noted that the balloon would not inflate properly and there are holes in the catheter distal to the balloon of the g/j tube.

Event description:
The patient has a low-profile g/j feeding tube placed on [redacted date] in the [redacted name] ir. The patient returned today needing to have a new tube placed due to the tube falling out. A new g/j tube was placed. Upon inspection of the removed tube, it was noted that the balloon would not inflate properly and there are holes in the catheter distal to the balloon of the g/j tube.